Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es was not communication with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server and went offline in remote smart service. The field service engineer (fse) found that there was no network connectivity from the jack, and no other jack in the room. The fse noticed that the station across the room was on the network availability. The fse moved the machine to that location, used the network port to connect, performed a data synchronization, and verified the station's functionality. The system functioned as intended after the field service engineer repaired the device.